Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs and the cannula cap was returned inside a plastic bag. The device was disassembled and no damage was found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the guard piece latched onto the mesh and pulled off the device when pulling back through the trocar. The physician had to remove some mesh and remove from the patient's abdomen and the tip was retrieved. There were no adverse patient consequences reported.